Event description:
The fluid leaked from the filter connection site. Leak was discovered in tubing connected to patient, therefore compromising line integrity. Patient has a double lumen peripherally inserted central catheter (PICC) line. Sitter called rn into room because dripping was noticed from filter of ns line. Infusion stopped, new line primed, and cultures were drawn from lumen that was connected to compromised tubing. If more reports of compromised tubing at in line filter, investigate need for possible recall.. This is all the information available.